Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one year post implant, this atrial lead dislodged. Fluoroscopy confirmed the dislodgement. Due to venous thrombosis, a revision procedure was performed. This lead was removed, replaced and reconnected to the implanted device. No adverse patient effects were reported.